Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersending on the right atrial (ra) lead was noted on a stored ventricular tachycardia (vt) electrogram. The lead remains in use. No patient complications have been reported as a result of this event.